Event description:
On (B)(6) 2009, a (B)(6) diabetic female had right breast reconstruction with a tissue expander and was released on the 5th. She previously in 2002, had a lumpectomy and post-op radiation. On (B)(6) 2009, the pt developed signs of an infection, which are described as "erythema and slight would debridement." The pt was re-admitted to the hospital on (B)(6) 2009, and treatment prescribed was IV antibiotics and removal of the implant and tissue expander. On (B)(6) 2009, the wound site cultures were taken and grew pseudomonas aeruginosa. The pt was released from the hospital on (B)(6) 2009, and as of (B)(6) 2009, the pt is listed as "improved." Dose, frequency and route use: single use, 64. Therapy dates: (B)(6) 2009. Diagnosis for use: soft tissue repair.

Manufacturer narrative:
Serial number was received on december 4, 2009, and with this, the investigation could begin.